Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient. The patient programmer was analyzed and analysis determined that the digital board was corroded. The evaluation conclusion code applies to the patient programmer serial number (B)(4). The evaluation conclusion code applies to the implantable neurostimulator serial number (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient programmer was not working, would not power up, and they had tried to replace the batteries. The patient was not feeling anything. The patient was sent a new patient programmer to resolve the issue.

Manufacturer narrative:
The evaluation conclusion code no longer applies and evaluation conclusion code applies to the patient programmer with serial number (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.